Event description:
It was reported that during testing at the user facility, the trigger of the device disassembled. Upon evaluation conducted at the manufacturer facility, it was found that the straight pin of the device was disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported broken trigger and straight pin were confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.